Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, lot number unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture and peri-implantitis. Tooth location 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) visual evaluation of the as returned products identified signs of significant wear about the implant threads, and the collar is fractured into multiple pieces. The implant is severely damaged for the screw to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 and used for approximately 13 years. Inflammation was reported as patient impact. The customer has returned one x-ray image of the product in the surgical site. It can be seen that there is a large radiolucent region surrounding the top threads of the implant. This was confirmed through sme analysis to be bone loss related. DHR review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed as the lot number associated with the reported implant is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the tsvtb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection + bone loss + implant fracture) or product (tsvtb10). Therefore, based on the available information, device malfunction with respect to the implant has occurred. The reported implant fracture and bone loss events were confirmed following inspection of the returned product and x-ray image. However, the reported infection and event could not be verified with the information provided.